Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump (iabp) ECG trigger, pressure trigger, and sudden whistle does not work. There was no patient involvement.

Manufacturer narrative:
Additional fields: e1(event site state: (B)(6), event site postal code: (B)(6)). It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) was switched off during charging. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and stated that the failure was due to liquid that got inside. Fse clean of encrusted battery electrical contacts. Functioning tests carried out with positive results. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a.